Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/02/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/21/2014 with the following findings: there was no evidence of wear and tear on the cartridge compartment observed. The pump passed a leak test. A battery compartment crack was observed near the pump case seal. Corrosion was visible only in the battery compartment and on the battery cap. The pump cover was removed to inspect the internal components and there was no moisture observed in the pump main compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a casing/condition issue. The reporter stated that the cartridge compartment was showing signs of wear and tear. No additional information was provided. There was no adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.